Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed arcing damage on the distal end of the main tube, with slight material melted and a hairline crack leading up to the damaged area. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure,the monopolar curved scissors instrument was smoking during use. When the instrument was inspected by the surgical staff, it was observed to be hot and defective. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.